Event description:
During implantation of a standard gamma nail, the gamma target device broke at the joint area. An alternate target device was available to complete the procedure. This event did cause an adverse consequence to the pt.

Manufacturer narrative:
Summary of eval: eval results indicate that this event is design related.